Manufacturer narrative:
The lead was returned due to dislodgement. As received, a partial distal portion of the lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-39211. It was reported that the right atrial (ra) lead exhibited oversensed noise and inappropriate automatic mode-switch. The patient presented for an ra lead revision. During the procedure, it was observed that the right ventricular (rv) lead became dislodged during the explant of the ra lead due to being attached to the ra lead via scar tissue grown around the leads. The dislodgement of the rv lead was confirmed via fluoroscopy. Both leads were explanted and replaced. The patient was stable.